Event description:
It was reported that noise was present on the atrial and ventricular channels of the pacemaker that appeared to be due to electromagnetic interference. The noise was sensed on the atrial channel and appropriately blanked on the ventricular channel. The physician was informed. The pacemaker remains in service and no adverse patient effects were reported.